Manufacturer narrative:
Additional information is provided in sections h.6 and h.10. The phacoemulsification handpiece was not returned for evaluation. A phaco handpiece manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. The root cause of the reported event cannot be determined conclusively. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract surgery an ophthalmic handpiece exhibited with no phacoemulsification power. The surgery was completed with no report of patient. This is the first of two reports from this facility.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).